Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to issue medication, and the patient was missing. A technical support specialist (tss) checked in myqlink and found that patient identifier ups return label was not activated. The tss informed the user why it did not appear in search results and confirmed that the cubies with ups label existed in cubie admin. The user was advised to contact a supervisor or pharmacy to activate the patient, as tss was not permitted to make those changes per company policy. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the patient ID was missing, preventing medication issuance. The customer reported that they wanted the ability to access a specific patient. The customer also requested access to the ups return label location, where the return label form was stored and typically used to return cubies. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.